Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing impedance measurements. All other measurements were confirmed to be normal. As a result, the patient will continued to be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.